Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the part that goes into the raceway on the pump boot has an area on the tubing past the connector that has a crack in it. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The event was misreported; tubing was dented, not cracked. This damage was likely caused by layering and the gate on the 1/4" y-connector. Terumo will review the pack during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).